Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the stent (subject device) prematurely deployed in the guiding catheter during delivery of the stent catheter. The deployed stent was removed with a snare. There were no reported clinical consequences to the patient.